Manufacturer narrative:
The customer conducted two tests using the ihealth test kit, and the results were both negative: after being tested by a doctor, the customer was confirmed to be positive; (note: there is a writing error, this is the corrected content, the original description was " the customer was confirmed not to be positive"). The customer has not responded with a specific time for using ihealth testing. The manufacturer tested lot (241co20605) based on customer feedback and did not find any false negatives.

Event description:
Event details: customer called and reported that she took two ihealth tests that were negative. She went to the doctor on (B)(6) 2021 and the doctor's test showed, she was positive. She then provided the lot number.

Manufacturer narrative:
The customer conducted two tests using the ihealth test kit, and the results were both negative; after being tested by a doctor, the customer was confirmed not to be positive; the customer has not responded with a specific time for using ihealth testing; the manufacturer tested lot (241co20605) based on customer feedback and did not find any false negatives.

Event description:
Event details: customer called and reported that she took two ihealth tests that were negative. She went to the doctor on aug 21 and the doctor's test showed, she was positive. She then provided the lot number.